Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Patient reported left side capsular contracture (grade iii), pain, stiffening, increase in size, "rounded morphology, with a slight increase in the anteroposterior diameter", "small amount of liquid", and "nodules". The device remains implanted. Treatment included "anti-inflammatory and diprospan injection".